Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit communicated properly with the minilink transmitter, sensor, and glucose sensor simulator. The low suspend alarm functioned properly during testing. The unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly with the correct time/date in the bolus history screen. No history anomaly was found. The unit had normal operating currents and no unexpected off no power or low battery alarm. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube window.

Event description:
The customer called to report a history anomaly and that the insulin pump did not alarm or suspend which resulted in the customer having high blood glucose levels. The customer's blood glucose level was 274 mg/dl. The customer had to call emergency medical services to be treated. Customer was not taken to the hospital nor admitted. The customer stated he had a high reading, so he changed the infusion set, but then 4.5 hours later he had a low reading. The customer treated with food. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.